Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: 00875705601 shell with cluster holes porous 56 mm o.d. Size kk for use with kk liners lot # 63523572; 00877503603 bioloxâ® delta, ceramic femoral head, l, ã¸ 36/+3.5, taper 12/14 lot # 2861623; 00625006525 bone screw self-tapping 6.5 mm dia. 25 mm length lot # 63059074; 00625006520 bone scr 6.5x20 self-tap lot # 62804930; 00786201400 femoral stem fiber metal taper collarless 12/14 neck taper size 14 standard body standard neck offset lot # 61040362. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unk, unknown femoral head, unk. Unk, unknown m/l taper stem, unk. Unk, unknown continuum cup, unk.

Event description:
It was reported that a patient experienced dislocation after revision surgery. Attempts have been made and additional information on the reported event is unavailable at this time.